Event description:
Litigation alleges that the patient suffered physical injury, pain, bodily impairment and high levels of toxic metals in his bloodstream.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed at this time.

Event description:
Update (B)(6) 2016 medical records received. Medical records reviewed for MDR reportability. Revision surgical report noted metallosis, dramatic osteolysis around proximal femur with femoral stem bing unstable and also osteolysis behind the acetabular cup. There is no new additional information that would affect the existing investigation. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that the patient suffered physical injury, pain, bodily impairment and high levels of toxic metals in his bloodstream. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint: litigation alleges that the patient suffered physical injury, pain, bodily impairment and high levels of toxic metals in his bloodstream. **update** 1/29/13 - plaintiff preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd 3/30/2015- der and invoice received. Patient was revised for osteolysis and loosening (unknown product). The stem and sleeve are being added to the complaint. The complaint was updated on: 4/7/2015. Update rec'd 6/25/15- patient sticker sheet was received. There is no new additional information that would affect the outcome of the investigation. Update rec'd 8/4/2015: plaintiff preliminary disclosure form was received. There is no new additional information that would change the outcome of the investigation. Complaint updated on 8/20/2015.